Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed the whole lead, with helix retracted, was returned and noted wrinkled ptfe insulation in several places (19-28 cm from terminal pin). A stylet insertion test was performed and passed and the helix mechanism passed the laboratory testing. Therefore, the field allegation of a helix issue was not confirmed.

Event description:
It was reported that this attempted lead implant experienced issues with the helix mechanism not extending. Subsequently, the physician implanted another lead successfully. No adverse patient effects were reported.